Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s sternal wound dehiscence requiring suppressive antibiotics for life could not be conclusively determined. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the report of acalculous cholecystitis could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists wound dehiscence and localized infection as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This section also includes information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the sternal wound was related to the sternal incision from left ventricular assist device implant. The patient would be on suppressive antibiotics for life.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was noted to have abdominal tenderness on (B)(6) 2021 while in the hospital rehab facility. A computed tomography scan showed distended gallbladder with sludge equivocal for acute acalculos cholecystitis. A percutaneous cholecystostomy tube was placed on (B)(6) 2021 and removed on (B)(6) 2021. It was reported that the patient had sternal wound dehiscence which required wound vacuum assisted closure (vac) placement on (B)(6) 2021. The event resolved without sequalae on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s sternal wound dehiscence requiring suppressive antibiotics for life could not be conclusively determined. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of acalculous cholecystitis could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6). The heartmate 3 lvas instructions for use (IFU) lists localized infection and wound dehiscence as adverse events that may be associated with the use of heartmate 3 lvas. The IFU, as well as the heartmate3 lvas patient handbook, also provides information regarding how to prevent and control infection. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists wound dehiscence and localized infection as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This section also includes information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook, rev. D contains several sections with information about how to prevent and control infection. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 17mar2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that the wound vacuum-assisted closure (vac) was removed on (B)(6) 2021 and wound dehiscence resolved.

Event description:
It was reported that the patient was noted to have abdominal tenderness on (B)(6) 2021 while in the hospital rehab facility. A computed tomography scan showed distended gallbladder with sludge equivocal for acute acalculos cholecystitis. A percutaneous cholecystostomy tube was placed on (B)(6) 2021 and removed on (B)(6) 2021. It was reported that the patient had sternal wound dehiscence which required wound vacuum assisted closure (vac) placement on (B)(6) 2021. The event resolved without sequalae on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.